Event description:
It was reported that during a hysteroscopic myomectomy procedure, the blade broke in patient. It was reported that the blade did function properly before the incident. The surgeon was removing a fibroid. The incident occurred at the end of the procedure. The blade fractured into pieces in the patient and was removed using a rotary blade and suction. There were no foreign bodies were observed after the x-ray. The surgery was completed using an ultra and rotary blade.

Manufacturer narrative:
Inspection of the returned device indicated the following: there was evidence that the outer blade had been bent at the distal tip. The inner blade tip was unwound in a helical fashion. There was deformation at the cutting edge of the inner blade. Further dissection showed there was no component damage other than the inner and outer blades, the critical parameters of the device met specifications. Evidence suggests that the inner blade cutting edge was pulled out of its nominal travel trajectory during use, which resulted in impact between the cutting edge and the outer tube window. As a result, the inner blade unwound and thus particulates generated in this extreme case. The particulates were removed by rotary blade and suction reported by the sales representative. Review of device instructions for use indicated the following precaution: excessive leverage on the morcellator/blade does not improve cutting performance and, in extreme cases, may result in wear and degradation of the inner assembly. It was reported that the blade functioned normally as it cut away 90 percentage of the fibroid. Based upon these observations, no further action is warranted at this time. (B)(4).